Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a maze-ing crisscross interval plot: what is the diagnosis? European society of cardiology. 2020. Volume 22, issue 8. Doi:10.1093/europace/euaa099. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this right atrial (ra) lead. The article reports a patient whose ra lead exhibited tiny surface p waves and intermittent atrial pacing without capture. A tiny far field atrial signal was intermittently sensed together with a dissociated larger atrial signal on the bipolar channel, producing a distinctive crisscross interval plot, logged as atrial fibrillation. Asynchronous testing of atrial lead showed local but no global atrial capture at maximum output with bipolar pacing. During atypical atrial flutter, undersensed flutter signals were recorded, dissociated from the local larger atrial signal, conducting to the ventricle. This was logged as ventricular tachycardia with a tram-tracking interval plot. It was suspected that the atrial lead tip was positioned in an isolated region of atrial myocardium with independent pacemaker activity exhibiting intra-atrial entry and exit block caused by surgical or endogenous scar. The lead was monitored and the status/disposition appears to be still in use. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.